Manufacturer narrative:
Please note the correction to h6 device code. The reported event could not be confirmed since the affected device was not returned and no other evidence was share for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are quired at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. More information, as well as the affected device, musty be available in order to determine the exact root cause of the issue. If the device is returned, or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the customer that during surgery, the tip of a stryker k-wire snapped off and retained in patient's femoral bone.

Event description:
It was reported by the customer that during surgery, the tip of a stryker k-wire snapped off and retained in patient's femoral bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.